Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-32026. It was reported that the patient received inadequate therapy due to insulation damage on the right ventricular (rv) lead. The lead and the device were explanted and replaced. Further information was requested but was not available.